Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. Reportedly, the pump was not maintaining time and date settings appropriately when the battery was removed. The reporter alleged that the date was correct, but the time was incorrect in the pump settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following: a review of the pump¿s black box history showed no instances where the time/date was resetting to default. There was one instance in the black box history where the time/date was changed on (B)(6) 2014. A timekeeping accuracy test was performed successfully. The pump was able to maintain time/date accurately during a 5 day duration test. When the pump was left without power for one hour, the pump time and date reset to the factory default time and date. The pump case was removed and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the pump was not maintaining the correct time and date settings was not able to be adequately investigated due to the leaking internal clock battery.